Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (sn# (B)(4)) that was used with the complaint device was returned for evaluation on (B)(6) 2013. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. However, a review of the receiver data log confirmed the complaint of failed sensor.

Event description:
Patient's parent contacted dexcom technical support on (B)(4) 2013 to report that on (B)(6) 2013, the son experienced a seizure. The patient's parent reported that the sensor failed on the second day of use, and that the parents did not know the sensor had failed. They reported that the patient subsequently experienced low blood glucose and a seizure. The parents called 911; paramedics arrived and administered glucagon, and transported the son to the emergency room. The patient was placed on an IV, monitored overnight, and released on (B)(6) 2013. At the time of the call to dexcom technical support, the patient's parent reported that the son was in okay condition.